Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the malfunction. The se reported that one button did not function correctly; the keyboard was old with a damaged button. The se replaced the keyboard, which resolved the issue.

Event description:
It was reported that, during patient use, the ventilator generated an error for a malfunction of the keyboard. There was no harm to the patient as a result of the event.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.